Event description:
Customer reported via phone, by the second and third month of using the insulin pump customer was having issues with blood on site. Customer was also experiencing high blood glucose levels of 300 to 400 mg/dl. Customer states he tends to have bleeding at site when he inserts his infusion set on the right side. Troubleshooting was not performed due to customer was not experiencing blood at site at the time of the call. The insulin pump is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.